Event description:
A customer contacted beckman coulter inc (bec) reporting that the coulter lh 500 instrument leaked 3 ml of bluish fluid in the blood sample valve (bsv) area during shutdown. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of lab coat, gloves, and eyewear when the leak was discovered. There was no exposure to open wounds or mucous membranes. There was no impact to sample results.

Manufacturer narrative:
The customer discovered that the sample tubing was off at the wire marker 12 (wm12) located on the right section of blood sample valve (bsv) near the rear of the blood/bubble detector. The customer reattached the tube and confirmed no further leaking. Service was not dispatched for this event as the issue was resolved by the customer. As per product labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).